Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. A visual inspection found the tamper seal on bottom case and plunger assembly removed. The pump had a cracked top case and a cracked right plunger case. Review of the event history log found evidence of motor rate error in the history but no evidence which related to the customer reported problem of board connector damage. Functional testing was performed using an occlusion test and during testing, motor rate error occurred. Further inspection found a broken dual backlight cable connector. The root cause of the problem was determined to be a combination of a worn and dirty motor assembly, worm gear, leadscrew and clutch halves. This wear was considered normal wear as the pump was over 10 years old. The broken dual backlight cable connector was caused by the customer. The motor assembly, worm gear, leadscrew, clutch halves and liquid crystal display (lcd) display were replaced to resolve the problem.

Event description:
It was reported that the pump displayed motor rate error, and had connector on board damage. No additional information available. No patient injury was reported.